Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Functional testing was performed, and the issue was confirmed. The issue is due to a defective air detector and was recommended to be replaced.

Event description:
Information was received indicating that the cadd solis vip pump displayed a constant air in line during the volume test. There were no adverse events reported.